Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/19/2020. H3 evaluation: one photo was provided for analysis. Upon visual inspection of the picture, one open folder with a parked needle-suture appears to be broken. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
Date sent to the FDA: 04/02/2020. Additional h-3 summary: an opened sample of product received for evaluation. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. However, the end of the suture piece cut that appears to be using a surgical instrument could be observed. The other section of the suture was examined, the ends of the suture was cut, and one extreme was matched with the extreme of the needle/suture piece. Due to condition of the sample the functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
Product complaint # (B)(4). The photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke when it was used in an unknown surgery. Changed another one to complete the surgery. No additional information could be provided. There was no patient adverse consequence reported.